Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l58356, implanted: (B)(6) 199, product type: catheter. Product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported the patient experienced withdrawal symptoms of nausea, vomiting, increased pain, and headache. The drug dose was increased from 4mg/day to 6mg/day and the patient did not understand the refill date changed. The pump ran out before the scheduled refill date. The patient did not hear the pump alarming. The pump was used to deliver dilaudid (hydromorphone). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.